Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump history was missing data. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
Additional information was received regarding this event on (B)(6) 2020: customer experienced ongoing elevated blood glucose (bg) levels at the time of the event. During the pump history review, no insulin was observed to have been delivered. Multiple correction boluses were delivered at the time of the event; however, only 1 bolus was recorded in the pump history.